Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed in calibration. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available information indicates that there was a failed calibration. It was determined that the reported issue was due to malfunction of capacitor. The customer was offered a service that includes capacitor replacement, calibration, and electrical safety testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of capacitor. The root cause of which could not be determined. The reported problem was confirmed.